Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was received by the manufacturer which indicated that the pt expired with the cause of expiration as "cardio-pulmonary." No further info is available at this time.

Manufacturer narrative:
The manufacturer is attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump and associated equipment were not returned. A correlation between the device and the patient''s outcome could not be determined through this evaluation. The cause of death was noted as "cardio-pulmonary." No prior events were reported on the pump throughout approximately twenty months of support on the pump.a review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.